Event description:
It was reported by a nurse at the hosp epilepsy monitoring unit that the pt "has asystole, and not seizures" and want to remove the pt's vns and implant a pacemaker. It is unk if there is any relationship between the asystole and the vns. The vns was reportedly disabled and it is unk if the vns generator and/or lead have been explanted at this time. Attempts for further info have been unsuccessful to date. Attempts to the pt's previous neurologist found that he has not been seen in some time and no longer sees that physician.